Event description:
It was reported that post stent placement procedure in supine position via left femoral vein access, the imaging showed that the mid stent was allegedly fractured in the stent with in-stent restenosis. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl that are cleared in the us. The pro code and 510 k number for the lifestent xl are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent an angioplasty procedure using the stent placement to treat supine position via left femoral vein access. Upon post placement procedure, the imaging showed a mid stent fracture in the stent with in-stent restenosis. The stent was later re-implanted at the site of the stent fracture . The patient's symptoms improved.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl that are cleared in the us. The pro code and 510 k number for the lifestent xl are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted, and the delivery system was not returned for evaluation. Based on an x-ray image provided, the stent was confirmed being twisted. The stent fracture as alleged by the customer could not be confirmed. Based on information available, no indication for a manufacturing related caused could be determined. Atherectomy and predilation was performed prior to stent placement. No additional information was provided; there were no reported difficulties during stent deployment. Based on the investigation of the provided information, the stent was confirmed being twisted after placement in the vessel. However, a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Complications and adverse events which may occur during use of lifestent xl vascular stents were found referenced in the instructions for use, e.g., open surgical intervention, surgical intervention, stent fracture, stent kinking / collapse, stent migration, stent misplacement. Potential factors that may have caused or contributed to the reported issue were found addressed; e.g., the instructions for use states: "remove slack from the delivery system catheter held outside the patient." And "(...) Firmly hold the black system stability sheath throughout deployment." And "predilation of the lesion should be performed using standard techniques." Regarding overlapping stent placement, the instructions for use states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal, or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." B5, d4 (medical device expiration date), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl that are cleared in the us. The pro code and 510 k number for the lifestent xl are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted, and the delivery system was not returned for evaluation. Based on an x-ray image provided, the stent was confirmed being twisted. The stent fracture as alleged by the customer could not be confirmed. Based on information available, no indication for a manufacturing related caused could be determined. Atherectomy and predilation was performed prior to stent placement. No additional information was provided; there were no reported difficulties during stent deployment. Based on the investigation of the provided information, the stent was confirmed being twisted after placement in the vessel. However, a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Complications and adverse events which may occur during use of lifestent xl vascular stents were found referenced in the instructions for use, e.g., open surgical intervention, surgical intervention, stent fracture, stent kinking / collapse, stent migration, stent misplacement. Potential factors that may have caused or contributed to the reported issue were found addressed, e.g., the instructions for use states: "remove slack from the delivery system catheter held outside the patient." And " firmly hold the black system stability sheath throughout deployment." And "predilation of the lesion should be performed using standard techniques." Regarding overlapping stent placement, the instructions for use states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." B5, g3, h6 (device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a male patient underwent an angioplasty balloon dilatation and stent placement procedure of the left superficial femoral artery through supine position, left femoral vein access. On (B)(6) 2025, the patient became symptomatic again. Imaging showed a mid-stent fracture and in-stent restenosis; therefore, an additional stent was placed to treat the existing stent fracture. The patient's symptoms improved.